Event description:
My son is prescribed cefdinir (antibiotic) suspension 3.5 ml twice a day for 10 days. We were given one ml oral syringe by bd to administer the medication. I noticed that after a few days of use and washing the syringe, the markings are rubbing off and I am unable to accurately measure further doses. Although I will find another oral syringe to substitute for this and no medication error occurred, I want to inform you that this is a potential safety issue (can lead to medication errors). The manufacturer should improve the quality of their oral syringes if it is meant to be reused. Do you have a picture of the product? Yes. FDA safety report ID #(B)(4).